Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) with less than two years longevity. The device was explanted and replaced. It was also reported that the remote monitor was failing to communicate in wireless mode due to a telemetry c issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4592 implantable pacing lead: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. The device longevity was calculated at 35%. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) with less than two years longevity. The device was explanted and replaced. It was also reported that the remote monitor was failing to communicate in wireless mode due to a telemetry c issue. The remote monitor has been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.